Manufacturer narrative:
Returned prod analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was rec'd and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. As the damage was observed during prep of the catheter and that the catheter was not introduced into a sheath or guide catheter, the root cause of the stent damage could not be determined.

Event description:
It was reported that during preparation for a unk procedure, stent damage was noted. The liberte monorail coronary stent struts were frayed on the proximal end upon removal from the package. The intended lesion location is unk. The procedure was completed with another of the same device. There was not pt contact; therefore, no pt injuries or complications were reported. Pt status is listed as "good".